Event description:
Additional information was received indicating the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, myopotential oversensing was detected on the device. Technical support was contacted and recommended reprogramming to resolved the event. No known intervention has been performed. The patient was stable and will continue to be monitored.